Manufacturer narrative:
(B)(4)

Event description:
It was reported that oversensing was observed on the lead. The associated ICD device was switched off and a new subcutaneous defibrillator was implanted. There is no further information about the lead available at this time. The patient was in good condition after the procedure.